Event description:
Non-integration. It was reported that the implants failed to integrate and were removed.

Event description:
Non-integration. It was reported that the implants failed to integrate and were removed.